Event description:
It was reported that the patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 24 and 36 hours. The pod's cannula reportedly leaves scars around the patients thighs. The patient smelled insulin around the pod and stated they had a little bump where the cannula was inserted. As treatment, the patient gave 10 units of insulin and then eating low carbs meals.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported scar. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed. Inspection of the device found no issues capable of causing the reported swelling. The cause of this event could not be determined.